Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient experienced bleeding from the impella cp insertion site after arrival to ICU despite angle matching and forward tension sutures. Manual pressure was applied, surgiseal applied, and pressure dressing placed. The patient outcome was noted to be stable.

Manufacturer narrative:
The investigation into the reported issue has been completed. The pump was not returned for investigation; however, clinical information was sufficient to determine the root cause. The root cause of the reported issue was most likely patient movement since the bleeding started occurring after arrival to ICU. As noted in the impella IFU: impella cp with smartassist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿